Event description:
Consumer reports meter giving readings that are way out of range. Not consistent with their normal readings. Analysis run on clark error grid using mean avg. Reading (272) as ref. Point vs. Bd readings (389, 289, 139) yielded data points in the c/d range of the grid, outside of acceptable limits.